Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: it was reported that blood backflew into the sheath during use, because of malfunction of the hemostasis valve. Therefore, the sheath was removed and replaced with a new one. No injury to the patient occurred. Additional information recevied reports the access site of the sheath was the internal jugular vein. The issue was detected during initial insertion. The new sheath was successfully inserted without further incident.

Event description:
The complaint is reported as: it was reported that blood backflew into the sheath during use, because of malfunction of the hemostasis valve. Therefore, the sheath was removed and replaced with a new one. No injury to the patient occurred. Additional information recevied reports the access site of the sheath was the internal jugular vein. The issue was detected during initial insertion. The new sheath was successfully inserted without further incident.

Manufacturer narrative:
(B)(4). The customer returned one psi sheath and dilator for analysis. Signs of use were observed on the returned components. After failing functional testing, the hemostasis body was cross-sectioned to analyze the internal seal. A hole in a tear-drop shape was observed on one side of the slit. The edges of the hole and middle slit appear smooth and uniform. The slit appears centered in the valve seal. The hemostasis valve and psi device were leak tested according to three different parameters per (B)(4): 1) low pressure leak resistance test ((B)(4)): this states , "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded , the sheath was pressurized to 21kpa for 30 seconds. Leaking was observed at the location of the valve, which indicates that the sheath valve is not functioning as intended. 2) liquid leakage - hemostasis valve with dilator advanced the parameters from the low-pressure leak resistance test were repeated with the returned dilator inserted into the sheath. The sheath was pressurized to 42 kpa for 30 sec and no leaks were observed from any portion of the device. 3) high pressure leak resistance test ((B)(4)): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30sec. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. The valves of the returned device failed functional leak testing; therefore, the customer reported issue was reproduced during lab testing. Mfg was contacted as part of this complaint investigation. They stated that the appearance of the hole does not look consistent with damage caused during the seal manufacturing process. They confirmed that the tooling used on the seal would not cause the observed damage. Additionally, during manufacturing, the assembly is 100% leak tested, so it would have been identified during inspection. Therefore, at this time, the potential cause of the defect cannot be confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage." The report of a leaking valve was confirmed through complaint investigation. Visual and functional analysis revealed that the sheath valve was leaking due to a defect in the seal. Manufacturing engineering could not confirm whether this defect occurred during their processes. Based on the customer report, the sample received, and the comments from manufacturing, the potential root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.